Manufacturer narrative:
An event of migration of valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The pre-procedure CT report was provided by field. This report showed that the 23 mm navitor valve was an appropriate choice for the patient, based on the annulus measurements. It was reported that the valve was released at a depth of 10 mm, which could have been a contributing factor to the valve migrating upon release. Please note that per the navitor implantation system instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. A pre-dilation was performed using a 18mm non-abbott balloon. There was moderate amount of calcium present to allow sealing. During procedure, at 80% deployment, the valve had no dive behavior and the implant depth at right coronary cusp (rcc) was 10mm and left coronary cusp (lcc) was 10mm. The physician decided to release the valve because the patient had a permanent pacemaker implantation (ppi) and paravalvular leak (pvl) was not observed. The release conducted slowly with tapping, but the tabs came off at once. At final release, the valve dive about 4 to 5mm to the left ventricle (lv) side and the final implant depth was 15mm. There was no pvl and no deterioration of mitral regurgitation (mr) was noted. The patient was hemodynamically stable and no health impact to the patient. The patient was reported stable.